Manufacturer narrative:
Covidien reference number: (B)(4). Date of initial report: (B)(4) 2013. The incident sample has been requested but the customer has indicated that sending the unit back isn't necessary being that all perimeters passed inspection by their biomed. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The office of inspector general - family service reported that while a patient was having a temporal biopsy procedure the pencil ignited and the patient's face was burned resulting in a 2nd degree burn. The patient had oxygen on at 6 lpm nasal cannula. The prep used was betadine and no alcohol was present. The patient was moved to another hospital. The customer then reported the patient did appear to receive 1st and 2nd degree burns to her face. She was sent to (B)(6) for evaluation. To the best of their knowledge, she was sent home a day later and no other treatments will be required. Prior to transferring to (B)(6) medical center, her face was cleansed with normal saline, neosporin was applied to her face and gentamycin ointment was applied to her eyes bilaterally. After internal investigation, it was determined that the oxygen was at 10 liters while cautery was in use, thus igniting.